Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was short of breath and had been fatigued for the last few months. The device could not be interrogated and a magnet placed over the device did not change the rhythm or elicit audible tones. The device remains in use. No patient complications have been reported as a result of this event.